Manufacturer narrative:
The device was received not deployed. The download data shows that the pod completed both first and second priming sequences and was deactivated at the end of second prime. Near the end of priming, the rotational sensor remained in the open state for more pulses than expected in conjunction with a dip in pulse widths, indicating that a drive stall occurred due to the hook talons slipping over the ratchet gear teeth. The drive stall during priming resulted in the pod failing to deliver enough pulses to align the firing flat and release bar and allow the needle mechanism to deploy as intended during second prime. Inspection of the pod found an additional hook switch spring behind the ratchet gear. No other damages or defects were found with the drive mechanism. The pod was reset and rerun before removal of the additional hook switch spring, and no abnormalities were observed in the rerun data. The investigation confirmed the failure to detent drive stall prevented the needle from deploying during second prime. However, it could not be conclusively determined if the additional hook switch spring contributed to the hook talons failing to detent the ratchet gear. The exact cause of the hook talons failing to detent the ratchet gear could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.